Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said they are not urinating enough since about a month ago. They increased the voltage to 9.0, but it is not working. Patient saw their healthcare provider (hcp) a year ago, but it suddenly stopped working about a month ago; the patient is urinating less and less. They further added taking "labaxie" oral medication that is suppose to help them urinate, but the medication is not working either. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss symptoms and check the ins and lead. The event was considered a sudden change in therapy/symptoms. Additional information received from the patient who reported the device was not working. No further patient complications have been reported as a result of this event.